Event description:
It was reported that the atrial lead exhibited noise. The noise was not reproducible through isometrics. No intervention was reported and the lead remained implanted.

Manufacturer narrative:
.